Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that during a milrinone infusion there was a leak at the male connection end of the small bore syringe tubing set. The night rn reported that there was fluid on the bed from the leak, therefore this was also an under-infusion of medication. The syringe tubing set and syringe were switched out with a larger bore tubing set and a new syringe of milrinone and the leak did not reappear. There were no adverse effects caused to the patient as a result of this event.